Event description:
It was reported the screw bracket at the end of the 5310ivc bed has broken.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03422 indicting the serial number as (B)(4) when the correct serial number is (B)(4).